Event description:
Complaint: (B)(4). Attachments: no attachments available! No of days for decision tree: 0. Completion date: (B)(6) 2022. (B)(4). Osvc ID number: (B)(6). Osvc reference number: (B)(4). Osvc created by: (B)(6). Record category: complaint. Region: north america. Group: north america - 115. Owner: (B)(6). Update request status: no update request. Country of purchase: united states. Country of incident: united states. City of incident: na. Reporter organization: na. Distributor unique complaint no (ducn): na. File name: (B)(6). Patient birthdate: (B)(6) 1965. Age at the time of event: 57. Reporter type: patient. Pediatric or adult: adult. Age unit: years. Serious adverse event information: event description: patient reported signal loss over 1 hour. Conclusion: replacement tx and sensor sent. Alert date: (B)(6) 2022. Event date: (B)(6) 2022. Was IFU followed? Na. Patient took apap/acetaminophen? Na. No of days since opened: 24. Download identifier: (B)(4). Download identifier type: transmitter. Is patient using a receiver, mobile, both? Smart device. Is the date exact or approximate? Exact. Insertion site: na. Rga created? Yes, the product is able to be returned. Rga reference number: (B)(4). Rga follow up completed? Yes. Troubleshooting questions: navigation mode: pq no. Pq-001195853. Is the patient using any other bluetooth accessories at the time of signal loss? Yes. Pq-001195854. Was the patient's transmitter successfully paired to the receiver or smart device prior to signal loss? Yes. Pq-001195855. Transmitter warranty expiration date: 2022-04-17. Pq-001195856. What was displayed before?: signal loss. Pq-001195857. Did the signal return or is signal loss still displayed?: signal loss is still displayed. Pq-001195858. What device(s) are displaying the signal loss?: smart device. View all troubleshooting questions. Product line: stt-or-001. Product line description: g6 transmitter kit, dexcom. Transmitter sub-component transmitter sub-component: g6 transmitter: 9445-24. Receiver serial number: na. Product generation: g6. Lot number: p11590752. Ncmr details: no ncmrs associated with the product. Manufacturing date: 6/20/2021. Expiration date: 6/9/2022. Transmitter serial number: (B)(4). Additional product information: data analysis summary: data investigation could not confirm a loss of connection as the reported allegation was not found. Allegation confirmed by data: not confirmed. Data analysis status: completed - manual. Platform data source: android app g6. Data available?: yes. Manufacturer's narrative: it was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). G1n mfg contact country code: us.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.